Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, encountered issues with haptic deployment without negative outcomes to the patient. This specific event was reported to have resulted in the capsular bag being detached from the zonules. Patient was a monocular patient prior to surgery and was reported to be functionally blind at this time after surgery. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that during the injection, the leading haptic straightened out in the cartridge and shot out so fast that it hooked the capsule temporally, dragging it across, there was no longer any intact capsule and had to remove the iol and the patient was left aphakic and because of post-op cornel edema, did not have a secondary scleral iol to put in. The procedure was completed with as a secondary procedure. The left eye the patient was complete blind.